Event description:
A therapeutic hydrothermal ablation procedure was performed in 2004. There was a fluid loss alarm, at which point a hysteroscopy was performed which presented normal, the tubing was changed and the procedure restarted. A 4x4 gauze was use, and 2 "ter aculums". The procedure was completed successfully and the pt was discharged. Two days later the pt presented with pain and a laparoscopy was performed which revealed a uterine/bowel perforation with thermal injury to bowel. A bowel resection and hysterectomy were successfully performed. The pt was well in recovery.